Manufacturer narrative:
The insulin pump had button error alarms and no button response due to moisture damage on the electronic assembly. The device had moisture damage on the motor assembly. No stuck buttons noted. Unable to perform the failed battery test alarm due to no button response. The device had a scratched lcd window, cracked case on the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.